Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Complete x-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings were found unrelated to the reported event. Visual examination found an external outer insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can.

Event description:
It was reported that a fracture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.